Event description:
It was reported that the asymptomatic patient's atrial lead dislodged confirmed via chest x-ray. The lead was repositioned successfully on (B)(6) 2017. The patient was stable post procedure and would be followed normally.